Manufacturer narrative:
Results: complaint was confirmed for "loose connection". As received, a loose connection was observed when patient scenario was recreated with test control leads. Test leads were inserted into the returned the cable and lead pull out was observed; consistent with observation made in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This issue is related to 2 trial cables with the same lot number. It was reported after the patient's trial procedure, when connecting the trial scs leads to the trial cables, the leads kept slipping out of the connection. The trial cables were replaced with new cables which resolved the issue.